Event description:
A continuous feeding was ordered on a patient. The nurse found the ross enteral nutrition bag and preattached pump companion set disconnected from the kimberly clark mickey feeding tube. The patient's bed, diaper, and lap was full of formula. The nurse was certain that the bag was connected on rounds done 3 hours prior to finding it disconnected.